Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the down arrow keypad button was intermittently unresponsive. Evidence of contamination was found under all key contacts. Additionally, evaluation revealed a cracked battery compartment and a dim and discolored display screen. The keypad cover and audio bolus button cover had been returned torn.

Event description:
The pump was returned for investigation. Investigation revealed a keypad response issue with evidence of contamination, damage to the battery compartment, and a display failure. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.